Event description:
Related manufacturer reference number: 2017865-2024-03837. It was reported that during an in-clinic check, a high capture threshold was noted on the right atrial (ra) lead and no capture thresholds were noted on the right ventricular (rv) lead. A chest x-ray revealed the ra and rv leads had been pulled back. When the ra lead was removed, the helix appeared to be retracted. It was noted that the lead had been in a vertical orientation for some time, which may have contributed to the helix retraction. The rv lead was repositioned. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and capturing problem was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.